Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in all channels and a scope communication error code b30. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer's allegation and the b30 scope communication error code is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the white residue in all channels, the identity of the foreign material (white residue) and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited error e226, scope communication error. The issue occurred during inspection for use. There were no reports of patient involvement.